Manufacturer narrative:
Correction: lead was explanted on (B)(6) and returned on oct 29, 2015.

Manufacturer narrative:
Internal insulation abrasion breaching the sensing lumen was found at 15.9-16.5cm from the distal tip. The etfe coating of one sensing cable was abraded. Lumen to inner coil was intact. Internal insulation abrasion exposing the inner coil was found at 7.7-14cm from the distal tip. Efte cable coating of one sensing cable was abraded at 12.5cm from the distal tip. There were no adverse events for patient during the extraction procedure.

Event description:
It was reported the patient presented to the health care facility due to a vibration alert. Upon interrogation, the device exhibited multiple ventricular oversensing episodes due to sporadic noise. The physician will monitor the lead via merlin.net. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4).